Manufacturer narrative:
Event date: estimated as it is unknown.

Event description:
It was reported via social media that perforation and stroke occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. It was reported via (B)(6), a perforation occurred during the procedure. Emergency surgery was performed. The patient sustained a stroke on the table. The patient passed away 8 months post procedure. Boston scientific has attempted to obtain additional information; however, none is available at this time.